Event description:
Per the clinic, the device was explanted on (B)(6), 2011 due to extrusion. It is unknown if the patient was reimplanted with another device as of the date of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).